Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a sales consultant that the miniquick coupling handle does not hold the quick coupling drill bits for screwdriver shafts. The front end metal sleeve does not fully pull back. No reported patient harm or surgical delay. This report is for 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the returned mini quick coupling handle has nicks around the coupling end form use. There is a 6mm x 10mm piece of blue tape on the brown handle and nicks and wear on the coupling end that are not associated with manufacture. The returned instrument failed the lock function check but the tip rotation function check passed at this evaluation prior to disassembly. The device was disassembled and some of the features are unobtainable because the features and material are not able to be checked without destroying the components themselves. Because the features listed are unobtainable this evaluation is not able to determine the cause for this complaint. All relevant component features and materials that were able to be checked passed this evaluation. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.